Event description:
Or setting: while priming tubing solution started to spray and leak from lower 1/3 tubing. When examined tubing had perforations (multiple) noted. Ten days prior in ed setting, priming IV solution tubing sprayed out fluid.